Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device (air/water) channel tested positive with the following microorganism below: ochrobactrum anthropi- 8 cfu/100ml stenotrophomonas rhizohila- 1 cfu/100ml shewanella putrefaciens- 1 cfu/100ml comamonas aquatica- 1cfu/100ml the ofr (olympus (B)(6) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed . The ofr hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) conforms, to results of less than 1 cfu/100 ml, less than 1 cfu/endoscope (microorganism revivable). Ofr (olympus (B)(6) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Below are information on customers cds checklist: aer/ewd reprocessor: model cantel isa detergent name: intercept plus disinfectant name: rapicide pa pre-cleaning: aspiration of water, flushing channels (air/water channel) detergent used : aniosyme x3 manual cleaning : instrument channel/suction channel, suction cylinder, instrument port detergent used : aniosyme x3 brushes used for manual cleaning: abs bolton - an1865023. Scope storage : horizontally placed. Scope repair/maintenance: by olympus rrc (regional repair center) (B)(6) olympus initial device evaluation findings noted below: insertion part ¿ a-rubber- leak observed universal cord- buckles noted. Image and light transmission ¿ passed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.